Event description:
Same article as MDR#2134265-2012-05484. It was reported via a journal article that during bench testing, a promus element stent was susceptible to longitudinal compression and elongation.

Manufacturer narrative:
Device is combination product. (B)(4). Citation: walsh, simon j. "The "concertina effect" and the limitations of current drug-eluting stents: is it time to revisit and prioritize stent design over efficacy?." Future medicine. 2012. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).